Event description:
It was reported that ticking grinding noise was experienced and something spilled into the device. No patient involvement.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for motor noise. Based upon the information provided the customer reported problem should be motor not running. During visual evaluation, cracked on top case by tube holders, cracked on right plunger case was identified. During analysis, able to duplicate the error. The event history log was reviewed and motor not running was identified. Based on the evidence, the complaint was confirmed. Incorrect assembly on main board by customer. The main board was assembled on top of extrusion instead of inside the groove of extrusion. Service reassembled main board, cleaned and greased the whole motor assembly. Service also performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: additional information: h6. Corrected b1, corrected data: corrected b1: product problem.

Manufacturer narrative:
It's safe to say that there was not any patient involvement. (Updated b5), corrected data: the model number was incorrectly documented in the initial report. (D4a).

Event description:
Additional information received via email: it's safe to say that there was not any patient involvement.